Event description:
The customer contacted baxter's technical service center to report an iipv incident with their homechoice (hc) machine after use. The caregiver (cg) stated that the home patient (hp) had a last fill of 2.5l and 3 hours later they did a manual drain. During the past week it had been between 3.4-4.2l that came out. The technical service representative (tsr) explained the drain logic and how ultrafiltration (uf) could build up over the course of therapy. The hp had a fill volume of 2.5l. The tsr explained once the machine reached 85% no more flow is detected and it will move on to the next fill cycle leaving a negative uf. The cg stated that the registered nurse (rn) changed the target uf to 100ml. The tsr suggested it could be increased so the hp could sit up and possibly drain more fluid before the last fill can be done. The tsr reviewed the therapy log and saw an average drain time of 0:24. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.